Event description:
Event was reported to caldera medical by an attorney. The patient has suffered pain, infection, urinary problems, and recurrence. No further information has been provided. See scanned page.